Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report# 1627487-2020- 03322 and 1627487-2020- 03323. During the procedure, high impedance was found on the patient's lead located at t8. In turn, the lead was explanted and replaced to address the issue. The doctor believed the lead was fractured upon removal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.